Manufacturer narrative:
The reported failure of the power management board is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy 100 was returned to the manufacturer service center for service. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed test steps related to the battery during testing. The device's power management board was replaced to address the issue. Additionally, the device failed a test step related to the nurse call function during testing. As it was determined that the failure of the test step was not due to the nurse call connector, this is not considered a reportable test failure. The device's interface board was replaced to address the issue. Also, unrelated to the test failures, the rubber feet were found to be missing/displaced, the rear enclosure was found to be damaged, a broken component was found on the active exhalation control module and dust was found inside of the exhaust fan. No test failures reported due to these issues, all parts replaced to address issues.